Manufacturer narrative:
(E1) initial reporter phone :(B)(6).

Event description:
Promus premier china registry it was reported that the patient experienced unstable angina. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in proximal left anterior descending artery (lad) extending up to the middle lad with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 20 mm promus premier stent system. Following post dilation, the residual stenosis was noted to be 10%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was presented with symptoms of angina and hospitalized on same day for further treatment and evaluation. At the time of event, the subject was on aspirin and clopidogrel. Three days later, the subject was referred for coronary angiography which revealed 60% stenosis from proximal lad to middle lad. Percutaneous coronary intervention was performed as treatment. Post intervention, the residual stenosis was noted to be 20%. Medication was taken to treat the event. Three days after revascularization the subject was discharged from the hospital, and the event was considered to be recovered/resolved with sequelae. The adverse event was upgraded to stent thrombosis.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient experienced unstable angina. On (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in proximal left anterior descending artery (lad) extending up to the middle lad with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 20 mm promus premier stent system. Following post dilation, the residual stenosis was noted to be 10%. Five days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, the subject was presented with symptoms of angina and hospitalized on same day for further treatment and evaluation. At the time of event, the subject was on aspirin and clopidogrel. Three days later, the subject was referred for coronary angiography which revealed 60% stenosis from proximal lad to middle lad. Percutaneous coronary intervention was performed as treatment. Post intervention, the residual stenosis was noted to be 20%. Medication was taken to treat the event. Three days after revascularization the subject was discharged from the hospital, and the event was considered to be recovered/resolved with sequelae. The adverse event was upgraded to stent thrombosis. It was further reported that on (B)(6) 2022, the subject was discharged from the hospital, and the event was considered to be recovered/resolved with sequelae.